Event description:
It was reported via remote transmission episodes of non-sustained rv oversensing. Further review revealed intermittent undersensing on ventricular channel due to atrial pacing. Programming changes were recommended.

Manufacturer narrative:
.